Event description:
Customer reported, rh typing discrepancy when testing a sample on the galileo echo. The sample tested as rh positive, the pt is historically rh negative.

Manufacturer narrative:
The customer tested the sample by manual tube method using the same reagents as used on the instrument. The sample typed as expected. Customer tested another sample from the pt on the echo and expected rh negative results were reported. Image from the customer instrument were downloaded and reviewed. The well images looked visually positive. Requested customer perform weak d testing on the sample on the instrument. Customer reported that the weak d testing was invalidated due to insufficient sample. The possibility of a sample related issue cannot be ruled out.